Event description:
It was reported that the patient had an unknown difficulty with the spinal cord stimulator (scs) device. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.